Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device battery was found to be out of specification for an electrical parameter.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of this data showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device was suspected for premature battery depletion. The device was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).